Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the pim. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient harm reported.